Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced heat around the battery site when therapy was on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.